Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult catheter removal was inconclusive. The product returned for evaluation was one 4fr sl groshong nxt catheter tubing segment. The segment of tubing extended from the 21cm depth marker to the tip of the catheter. A gross visual inspection of the sample found that residue was present on the tubing surface. Microscopic inspection of the residue found red colored residues, suggesting that at least part of the residue was biological in origin. During handling of the device, tensile weakness was observed throughout the length of the tubing; however, it is likely that this material weakness was introduced due to the manipulation performed during the removal procedure. Based on the available evidence, it is possible that the residue observed on the tubing surface may have caused resistance when removing the catheter. However, it is unclear how much of an effect the residue may have had. As the clinical conditions cannot be replicated and no other features were observed which would confirm the reported event, no further conclusions could be drawn. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that a groshong catheter was inserted for treatment on (B)(6) 2024. When treatment was completed and removal was attempted on (B)(6) 2025, resistance was encountered, so removal under local anesthesia was abandoned and the catheter was removed under general anesthesia on (B)(6) 2025. Prior to removal, an ultrasound examination revealed that the brachial vein had organized 5 cm toward the axilla and had become highly luminescent. A 1.5 cm incision was made in the skin from the insertion site, and the catheter was removed after circumferential dissection. The patient has since been discharged without incident. When the catheter was removed after treatment, adhesions were found, and an incision was made in the tissue near the brachial vein.